Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that after upgrading the system to version 1.7.4 es, station experienced delayed and failed bio ID (fingerprint) logins. A technical support specialist (tss) found that fingerprint scanner experienced timeouts during image capture, resulting in zero template bytes and spoof detection errors. The initial fingerprint capture failures that often succeed after retrying, and frequent system errors such as timeouts and spoof detection. The successful authentication on subsequent attempts confirmed that fingerprint matching logic and thresholds were functioning, but the initial capture process was unstable or slower post-upgrade. The system bio ID was functioning correctly. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID functionality continuously failed and did not authenticate on multiple software upgraded stations. There were no adverse events or injuries reported based on this event.